Manufacturer narrative:
The product has been returned for evaluation and testing; however, as of to date the evaluation has not been completed. This device is distributed outside the united states; however, it is similar to the cypher coronary sds/stents distributed in the united states. Additional information will be submitted within 30 days upon receipt.

Event description:
Inflation difficulty. The report received indicated that during a direct stenting coronary procedure, the 3.00x23mm cypher stent did not inflate; the problem was identified while trying to inflate the balloon in the lesion. After identifying the problem, the physician removed the device and the procedure was completed using a competitor's stent. There was no report of complications or injury to the patient. Additional information indicated that during the procedure, the contrast to saline ratio used was 1:1. The pressure applied was 6, 8 and a maximum of 10 atmospheres; however, the balloon did not appear to inflate at any time. There were no leakages, kinks or damages noted on the device. The device was prepped normally and without complications. The procedure included treatment of the distal right coronary artery; the lesion was described as tubular.